Event description:
Customer reported that during a gravity infusion of stem cells, the set came apart with the tubing separating out of one of the dual bag spikes above the clamp. The set was requested for investigation, but the customer did not wish to send it. No additional information was available.

Manufacturer narrative:
(B)(4). The lot number was identified. The manufacturing data base was reviewed; no quality issues were noted during the production build of this lot for the reported failure mode.